Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported ne case occurred in which the patient had a fluid leak while on the tube and was extubated. Replacement with a new product. No other information was provided.

Event description:
It was reported ne case occurred in which the patient had a fluid leak while on the tube and was extubated. Replacement with a new product. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is inconclusive due to the state of the returned sample. One photograph of a 4 fr sl groshong catheter was returned for evaluation. An initial visual observation of the photograph showed the assembled with the connector assembly and an injection cap attached to the hub. A leak is not visible in the returned photograph. There were no distinguishing features in the returned photograph of the device which could aid in identification of the complaint. Bd will record this information as valuable feedback into complaint trending and ongoing quality efforts.